Manufacturer narrative:
The field service technician (fst) was onsite. The fst replaced the power control board and the vacuum valves, cleaned clorina residue from around of the machine. After power up machine and run diagnosis checks -all check passed ok. The most probable root case is a water damaged due to a leaking vacuum valve. Thus the failure could be confirmed. Fsca-2018-07-18. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. (B)(4). Reference exemption # e2018002.

Event description:
It was reported that the hcu 40 had burning marks on the power control board. (B)(4).